Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. The cause for the arrhythmia alarms was the result of noise on both channels. Upon receipt, the electrode belt cable was damaged in several areas. The cable was cut, exposing wires, between ECG a and ECG b and between ECG b and the distribution node. The cable damage between ECG b and the distribution node caused both channels to become distorted. The root cause for the damage to the electrode belt cannot be positively determined. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support svc to report constant alarms. The pt was provided with a replacement electrode belt.